Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacture representative and a clinical study reported the catheter was replaced on (B)(6) 2018 because there was a hole in the catheter. It was noted the catheter was returned to the manufacture. It was thought the catheter was kinked but there was a hole in the catheter and may have been there since implant but was just discovered two weeks ago. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Continuation of medical devices: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient experienced increased pain. It was unknown what factors may have caused or contributed to the event. Diagnostics/troubleshooting included a dye study was performed on (B)(6) 2018 and they were unable to aspirate the catheter. Actions/interventions included they were planning to do surgery. It was noted that surgical intervention did not occur, but surgical intervention was planned and not yet scheduled. It was noted the catheter remained in the patient, but was out of service. It was noted that the issue was not resolved at time of report and the patient's status at time of report was alive- no injury. The patient's weight and medical history were unknown, but stated it would be obtained at surgery. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacture representative reported the lamina may have worn the catheter.

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4) implanted: 2016(B)(6) explanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. The catheter was returned, and analysis found the catheter body broken and had a compressed area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (1896.9 mcg/ml at 1536.7 mcg/day), bupivacaine (20.0 mg/ml at 16.202 mg/day), and morphine (7.4 mg/ml at 5.9948 mg/day) via an implanted pump. It was reported the patient had intense pain compared to pain previously on (B)(6) 2018. It was noted there was a dynamic kink in the catheter preventing aspiration found during the catheter access dye study. The device diagnosis was catheter kink and the clinical diagnosis was increase in pain. It was indicated the event was related to the device or therapy.